Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2016 the right atrial lead (ra) lead position check failed and the lead remained in use. In (B)(6) 2018 the ra lead exhibited possible atrial undersensing during arrhythmia was noted on episodes recorded. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.